Event description:
The customer reported incorrect 12 lead ECG readings. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported incorrect 12 lead ECG readings. There was no reported adverse pt impact. The philips repair bench evaluated the device and was unable to recreate the 12 lead ECG problem. No trouble was found with the device. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further 12 lead ECG trouble with this device.